Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the device would not power on using ac power; however, the device was still able to power on using battery power. Stryker replaced the device's power pcb assembly to resolve this issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the removed power pcb assembly and determined that the cause of the observed issue was due to a shorted component on the ac to dc converter pcb.